Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time the device was programmed to deliver propofol 1000mg/100ml, with a dose rate of 275mcg/kg/min, at a rate of 116ml/hr, and the delivery was started. No further programming parameters were provided. At the end of the surgical procedure, it was reported that the nurse noted the propofol container was half full instead of the expected empty container. At that time, it was reported that the patient experienced intra-operative awareness. The physician was notified. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.48ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml ((B)(4)). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of device history indicated the device was programmed on (B)(6) 2012 between 1051 and 1052, via the drug library for basic delivery of propofol 1000mg/100ml, the cassette was ejected and reloaded. The device was programmed for a (B)(6) patient weight, a dose rate of 150mcg/kg/min, a calculated rate of 63ml/hr, a 200ml vtbi (volume to be infused). The calculated duration of the delivery was 3hrs 11mins and the delivery was started. At 1100, the delivery was stopped, the device was programmed for a dose rate of 200mcg/kg/min, a calculated rate of 84ml/hr, a 75ml vtbi, for a calculated duration of 54 minutes and the delivery was started. At 1109, 2 distal occlusion alarms occurred and were cleared. At 1129, the device was programmed for a dose rate of 300mcg/kg/min, a dose upper soft limit alert without override, limit violated: 200 occurred, attempted value 300mcg/kg/min and a 126ml/hr calculated rate, the delivery was stopped, the device was then programmed for a 275mcg/kg/min, a dose upper soft limit alert with override, limit violated: 200 occurred, attempted value 275mcg/kg/min a 115.5ml/hr calculated rate occurred, for a calculated duration of 18 minutes and the delivery was started. At 1142, 2 distal occlusion alarms occurred and were cleared. At 1147, the delivery was stopped, the device was put into standby mode, a 81.728ml volume infused was indicated. At 1207, the cassette was ejected and the pump was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.